Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the device was due for replacement and did not meet expectations for longevity. The device is still in use and will be explanted and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the device was due for replacement and did not meet expectations for longevity. The device is still in use and will be explanted and replaced. It was further reported that the device was removed. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion.